Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 28 mm xience prime stent delivery system (sds) was advanced. Some resistance was noted with the calcification, and the proximal shaft separated outside the patient anatomy. The sds did not cross the lesion. The patient was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.